Event description:
It was reported that during spine surgery the motor device was "very hot when in use". The planned surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. It was unknown to the reporter if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.